Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40; serial#: unknown; product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's left arm and hand started "going bad" about a year after implant date of the original two ins batteries. The patient stated that the issue got progressively worse, noting that they had less control of the left side of their body. The patient stated that their healthcare provider (hcp) "started fooling around with that one" at that time (agent was under the impression the patient was referring to therapy settings for the right ins, but this was not confirmed due to the nature of the call). The patient added that their right hand started getting a little worse about 2.5-3 years after the implant date of the original two ins batteries. The patient added that their hcp moved the lead (they think it was moved in 2013) that was on the right side of their brain to a slightly different spot to see if it would resolve the symptoms on the left side of their body. It was unclear if relocating the lead improved the symptoms on the left side of the patient's body. The patient stated that their speech was adversely affected after the lead was relocated, and that the speech issue improved slightly after the "implant" was removed. Agent was under the impression the patient was referring to the lead that was implanted on the right side of their brain, but this was not confirmed due to the nature of the call. The patient also noticed that they spoke a little better when they turned therapy off, which also ended up extending the longevity of their current ins. The patient added that they turn therapy off anytime they don't need fine motor control of their right hand (due to their speech issue with therapy turned on).  The patient stated that they had to have therapy settings "really high," which resulted in numerous ins battery replacements because the ins batteries were "running out really quickly." The patient was redirected to their hcp to further address the issue.